Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device was found to have a loose flex cable attached to the instrument board. This causes the device display to power off with a watchdog alarm. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the monitor comes on, then, powers off. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the monitor comes on, then, powers off. There was no patient impact or consequence reported.